Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps device was used during a colonoscopy procedure performed on (B)(6) 2011. According to the complainant, during the procedure, the jaws were not able to be closed completely and the physician felt a snap. However, the nurse confirmed that no part of the device detached or fell into the patient. No biopsy was able to be retrieved with this device. The procedure was completed with another radial jaw 3 biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps device was used during a colonoscopy procedure performed on (B)(6) 2011. According to the complainant, during the procedure, the jaws were not able to be closed completely and the physician felt a snap. However, the nurse confirmed that no part of the device detached or fell into the patient. No biopsy was able to be retrieved with this device. The procedure was completed with another radial jaw 3 biopsy forceps device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the needle was bent. Functionally, the device jaws would open normally, but failed to close properly due to the bent needle condition. No abnormalities were noted with the device riveting and welding which were within specification. The condition of the returned incident device was consistent with the complaint; jaws won't close. However, the evaluation attributed this condition to the bent needle. There are controls in the manufacturing process that exist to limit product performance issues. Additionally, the dfu indicates that the device should be inspected prior to use and that excessive force should be avoided when handling the device. Since the specific cause of the failure cannot be identified, the most probable root cause is undeterminable. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Manufacturer narrative:
The patient ID, age, and weight are unknown. However, the patient was reported as being (B)(6). (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).